Event description:
It was reported that the device shows increased crosstalk signals. The crosstalk signal was intermittently detected as vs and pacing was inhibited. The patient was sent home with a merlin.net transmitter.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.